Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient fogot to remove the cover from the infusion set on (B)(6) 2025. Infusion set was used for less than 8 hours. Blood glucose level was 400 mg/dl at the time of the event. Therefore, patient changed the set. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6009016, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6009016 was manufactured according to the work instruction (wi) version 116 and manufactured in the line 5 on 03-sep-2024, with a total of (B)(4) units. Review of the DHR showed that a corrective and preventive action (CAPA) 1999254 was opened. This CAPA is not related to claimed malfunction. Conclusion: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.